Event description:
It was reported that the pump was calculating an incorrect amount for a bolus delivery. Customer's blood glucose level was 380 mg/dl. Tandem technical support was unable to confirm the allegation as customer did not upload pump data for review. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.